Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-52668.

Event description:
The customer reported via phone call that he had gotten a partial delivery as a result of a no delivery alarm on the insulin pump. Customer was advised that the pump did not give him more insulin than it should have because when he had the no delivery alarm, he re-entered the same blood glucose level and carbs. Customer stated that he had a no delivery alarm and over-bolused. Customer's blood glucose went low and he used some sugar to treat. Customer ate 6 total and 911 was dispatched by the life alert representative. Customer ate 80 grams of pasta and was supposed to get 22-23 units of insulin. Customer's blood glucose was 58 mg/dl when the paramedics arrived. Customer was not hospitalized and declined to go. Customer treated with 6 sugar packets or 248 g of carbs and was wearing the pump. Customer stated that the fire department came and he ended up eating 2 more sugar packets. Customer's blood glucose was 62 mg/dl. Customer ate 2 more packets and his blood glucose was 66 mg/dl.